Event description:
Valve thrombosis of the on-x aortic valve prosthesis, after about 1 year after implant. Per aats/sts guidelines, thrombosis is defined to be valve-related. Per surgeon op notes, the thrombosis is due to the pt stopping anticoagulation therapy for 7 months. Thrombus appeared to be in both hinge mechanisms. The valve was replaced with another on-x valve. Pt recovered, transferred to ICU in stable condition.

Manufacturer narrative:
The valve will be returned to the distributor who will submit it to an independent surgeon, doctor (B)(6), for further evaluation. Follow-up report may be filed if doctor (B)(6) findings are more than just a confirmation of the thrombosis reported by the surgeon.